Event description:
A pt presented to the surgeon with pain approximately 2 months post op. X-rays taken on unk date and examination revealed helical blade had cut through the femoral head. Surgeon removed the blade and nail. Pt was revised to 95 degree angle blade plate. This report is #2 of 2 for the same event.

Manufacturer narrative:
A review of the device history records revealed no complaint related anomalies. The device history record shows this lot of 11mm ti helical blades were processed through the normal mfg and inspection operations with no rework or nonconformities noted this lot met all dimensional and visual criteria at the time of MFR with no issues documented during the MFR that would contribute to this complaint condition.